Event description:
It was reported by dealer that the joystick intermittently turns on and off on the tdxsp-mcg power chair. Dealer troubleshot with tech and the joystick needs to be replaced per tech.